Event description:
The customer called indicating that the meter will not perform a test anymore and that customer was getting erratic readings like 60mg/dl followed by 157mg/dl. During the trouble shooting process, it was determined that the meter may have a problem with the display segments however, the customer could not clearly describe the problem. A request was made to return the meter for eval. In the meantime, a replacement unit was provided.